Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. It was noted that the patient lost weight. The plan is to continue normal device follow-up and monitoring. Currently, this s-ICD system remains in service and no adverse patient effects were reported.